Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up, the patient had a shunt infection on the left arm and staphylococcus epidermidis was detected in a blood culture. The patient also has endocarditis. The system was explanted. During the explant procedure, vegetation was found on the right ventricular lead. Following the explant procedure, the patient was stable.